Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. Customer declined to troubleshoot for high readings. Customer reported the infusion set cannula was bent at below belly button to the right partly in the middle. Troubleshoot was performed for bent cannula. The product was returned for analysis.